Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm is not aligning when trying to ream. When the reamer basket is in the acetabulum the screen does not match. All presurgery checks passed. No issues doing rio registration and bone registration.

Manufacturer narrative:
Reported event an event regarding inaccurate reaming involving a mako camera was reported. The event was confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: robot - mps reported arm is not aligning when trying to ream. Work performed: mps reported arm is not aligning when trying to ream. Upon arrival, I observed the camera was loose and cracked. Replaced camera. I also noticed some resistance when rotating j2, I found plastic draping stuck in the transmission cables in j2. I removed draping. Performed friction tests with values on j2, j5 and j6 to be a little low. Adjusted transmission cables accordingly and verified good values. I performed all applicable optical and accuracy tests verifying good results. I performed a kinematic calibration and verified all accuracy results were still good. Additionally, I verified good accuracy results through rio registration. Robot is ready for use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm is not aligning when trying to ream. When the reamer basket is in the acetabulum the screen does not match. All presurgery checks passed. No issues doing rio registration and bone registration.